Event description:
Claimant was operating scooter allegedly in a manner reasonably anticipated when it tipped over and caused her to sustain injuries.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted. Attorney represented.